Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 patient fact sheet form was received which identified part/lot information. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update 04/06/2017. Medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Additional part/lot number updated. There was no new information that would change the outcome of the investigation. The complaint was updated on apr 20, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that on or about (B)(6) 2008, pt had his depuy asr hip on his right side replaced. Pt allegedly sustained severe and permanent injuries in and about his body and limbs, and was rendered sick, sore, lame, and disabled.